Event description:
The customer reported the system displayed a temp sensor error. No patient injury was reported.

Manufacturer narrative:
The service rep was unable to duplicate the reported problem. He reseated the temp sensor connector. System functioned as intended.